Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's newly implanted device has been successfully activated.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing intermittencies followed by loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue has not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was only obtained while using one type of external sound processor at certain spacing. The electrode and no lock conditions prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The hybrid visual inspection revealed non-conductive epoxy encroachment on an electrical component. The reported complaint of no lock was confirmed during the analysis of this device. A significant drop in signal strength as well as elevated resistance was measured across an electrical component joint, which is believed to be related to the loss of lock. A supplier car was implemented. This is the final report.